Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to analyze. Clinician indicated that the electrode pads were taken off and repositioned without a result, once the electrode pads were replaced with new electrode pads the analysis was performed. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.